Event description:
It was reported that the system 9900 could not position the table down. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power relay module and the power supply ps3 were found to be defective and replaced. The system was tested and found to be working as intended and placed back into service.